Event description:
A surgeon reported that one day following implantation of an intraocular lens (iol), a pt developed moderate inflammation that lasted for two weeks. The pt was successfully treated with topical and oral steroids. The surgeon is not certain that iol caused the inflammation.